Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile, catalog number 3501660, serial number (B)(4), lot number 5739990. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc breast implants and experienced deflation of the right breast implant. As a result, the patient will undergo removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a crease on the posterior view. A rent was discovered within the crease measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. Manufacturer¿s reference number: (B)(4).